Event description:
An explanted polyethylene ps tibial insert was returned from a revision surgery. The patient had experienced tightening in the soft tissues. The component was explanted due to lack of joint balancing in the patient. The 11 mm insert was explanted and replaced with a 7 mm insert, which corrected the joint instability.